Manufacturer narrative:
(B)(4). Only event year known: 2018. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during a vascular procedure, clips not forming adequately or tight enough. Clips being ejected as they would reload. Case completed with an additional device of the same product code. There were no patient consequences reported.